Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. Additionally, it was reported that an altitude alarm occurred. Reportedly, the cartridge was reloaded, and insulin delivery was resumed. Customer¿s blood glucose (bg) level ranged from 477 mg/dl to "high"; although specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level.